Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one was in wall of my uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("one was in wall of my uterus"). At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : embedded device, device expulsion". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one was in wall of my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("one was in wall of my uterus"), pelvic pain ("pelvic pain"), abdominal pain lower ("lower abdomen pain"), back pain ("back pain mostly center and left side surprisingly") and loss of libido ("hadn't have been able to have sex"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device, device expulsion, pelvic pain, abdominal pain lower and back pain outcome was unknown and the loss of libido had resolved. The reporter considered abdominal pain lower, back pain, device expulsion, embedded device, loss of libido and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : embedded device, device expulsion" . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media content received: events: hadn't been able to have sex, pelvic pain, back pain, lower abdomen pain were added. On 2-dec-2019: no new clinical information. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("one was in wall of my uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("one was in wall of my uterus"). At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : embedded device, device expulsion." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.